Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): rvdr01 implantable pulse generator (ipg) 2012-(B)(6); 5086mri implantable pacing lead 2012-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary #the full lead was returned in segments, analyzed and the outer insulation of the lead was extrinsically breached due to a cut, there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that noise causing inhibition was noted on the ventricular episodes. A right ventricular (rv) lead revision was started. Pressure placed on the device resulted in rv pacing inhibition. Manipulation of the device and rv lead did not produce any results, so to be cautious, the physician decided to explant and replace the rv lead. Upon removal, a large cut in the rv lead was discovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.